Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Approximately on (B)(6) 2022, it was reported that the pediatric patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient experienced hypoglycemia, ate something but shortly afterwards he lost consciousness. At an unspecified time during the event the cgm was reading 80 mg/dl and the blood glucose reading was 35 mg/dl. The patient´s girlfriend was with him and called an ambulance. The patient was taken to the hospital and was treated there with IV fluids (the patient thinks that it was IV glucose). The patient recovered and was discharged after 5 to 6 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.